Event description:
It was reported that patient experienced inadequate stimulation and difficulty charging ipg. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were disposed by hospital.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 7072987/7075950.